Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the guide wire was not smooth, over which the director could not insert dj tubing during operation. Passage was achieved after a replacement with a super-slippery guide wire from another brand was made. Since two super-slippery guide wires were unpacked during operation, the bard guide wire was not charged. As per additional information via email from ibc on 15dec2022, only 1 bard guide wire was used and had defect, while another one was used to replace the defected one and it was made from other brand.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned and further evaluation was not conclusive. Though a specific cause cannot be determined, a potential root cause could be, "hydrophilic coating rubs off, degradation". The device was used for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." "Should be used only by physicians thoroughly trained in endourological guidewire techniques." "Hydrophilic coated guidewires require activation of their coating. Prior to removing the guidewire from the protective coil, inject sterile saline through the port to activate the lubricious coating. Remove the guidewire from the protective coil and carefully inspect the guidewire for separation, bends, kinks or a damaged tip." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the guide wire was not smooth, over which the director could not insert dj tubing during operation. Passage was achieved after a replacement with a super-slippery guide wire from another brand was made. Since two super-slippery guide wires were unpacked during operation, the bard guide wire was not charged. As per additional information via email from ibc on 15dec2022, only 1 bard guide wire was used and had defect, while another one was used to replace the defected one and it was made from other brand.